Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s old physician was not involved with patients and therapy management was not done effectively, so the patient did not achieve good therapeutic effect. X-rays then showed that the lead had migrated toward s2, so she had a new system implanted on her right side on(B)(6) 2014. She was feeling stimulation in the appropriate area after implant.

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. The patient was waiting on a surgery date.

Event description:
The patient reported a loss of therapeutic effect since having a new implant; she had not received therapeutic relief as similar to previous implant. The patient was going through 2-3 pads a day and she was feeling urine was pouring out, even while she tried to urinate every time she had the urge to go. The patient had tried 3 programs and adjusted stimulation without getting relief. The patient was at 4.0 and previous max setting was at 2.0. The patient's status was reported as unknown. It was later reported on (B)(6) 2013 that patient did not have concerns with my device or therapy. Additional information received on 2014 (B)(6) indicated that the patient thought this all started in 2013 when she had her current device implanted but was not certain. The patient stated allergy to copper started years ago. The patient had had a rash since she had the device implanted in 2010. The patient stated that the rash was up and down both legs. When she first got the device she never had to wear pads but now she was to the point where she had to wear thicker pads. The patient was incontinent much of the time and was very frustrating. The patient had worked with manufacturer representative who had reprogrammed and made adjustments. The patient had also changed the batteries but nothing helped. The patient stated when getting up in the morning after sleeping, she would not make it to the bathroom. The patient¿s therapy worked very well in the beginning but now she was feeling her therapy was no longer working. The patient stated she was going to have the device removed. The patient thought it was recommendation the entire unit replaced. The patient also mentioned she has obstructive sleep apnea which affects her ability to sleep. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she never got therapeutic benefit from her 2nd implant. The 1st implant worked really well and required no pads and she had no incontinence.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v577516, implanted: 2010 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va04zvv, implanted: 2013 (B)(6); product type lead. (B)(4).